Event description:
The customer initially called to report low battery life and a blank display on the insulin pump. The customer then stated that she was hospitalized previously and the insulin pump never gave her a no delivery alarm. The customer stated that the hospitalization was probably due to her inexperience with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.